Event description:
A hospital in (B)(6) reported via a distributor that the feedset line of an mr290 autofeed humidification chamber was found to be "snapped" while the ventilator was being set up. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Method: the complaint mr290 chamber was returned to fisher & paykel healthcare in (B)(4) for evaluation. It was visually inspected and connected to a water bag. Results: upon connecting the returned chamber to a water bag, a small drop of water began to build at the connection between the feedset tube and water bag spike. A sufficient amount of glue was present around the spike tubing connection; however the glue had not bonded properly. A lot check revealed no other complaints of this nature for lot number 120509. Conclusion: we were unable to determine the cause of the leak observed on the returned mr290 chamber. All chambers are pressure tested before they leave the production line and any holes or leaks in the feedset are identified during this process. This suggests that the mr290 chamber was within specification prior to being released for distribution. (B)(4). The user instructions which accompany the mr290 chamber state the following: "set appropriate ventilator alarm." "Perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient." (B)(4).